Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to muscle stimulation. This device remains in service. No additional adverse patient effects were reported.